Event description:
This lead was capped due to phrenic nerve stimulation started after he fell down. New lead placed in a position absent of any pns. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.